Event description:
Acute circulatory dysfunction [shock], circulatory dystonia [dystonia], hypotony [hypotonia], slight tachycardia [tachycardia]. Case description: spontaneous report received in 2009 from physician regarding a female patient with medical history gonarthrosis. The patient received her first injection of synvisc the month prior, administered via intra-articular route at a dose of 2 ml. The same day, the patient presented at the physician for injection of synvisc in the left knee. Injection was carried out slowly with sterile precautions after disinfection, using sterile gloves and breathing mask. Aspiration of bloody aspirate was noted when turning the injection needle 180 degrees after an unremarkable puncture of the left knee. Subsequent to the injection, the mobility of the knee was free. Approximately 5 minutes after the synvisc injection, the patient experienced acute circulatory dysfunction, hypotony and circulatory dystonia. The patient did not lose consciousness and was oriented to time and place during the events. The patient was placed in a shock position and 100mg prednisolone was administered after providing an access point and preceding oxygen application at 98-99% o2-saturation of the blood. The patient received 500 ml ringer's lactate intravenously, and additional oral glucose and fluid. At an unknown time relative to the events, vital signs were noted to range as follows from the time of 9:12 am to 9:54 am: bp 110/90 to 120/90 mmhg; pulse 68-86 bpm; o2 saturation 98-100%. Within 10 minutes, the patient reached the state of well being. The skin and pupil conditions were back to normal and the slight tachycardia (up to 88 beats per minute) reverted back to a normal results (72-78 beats per minute) after 15 minutes. The physician assessed the event as moderate in intensity and definitely related to the use of synvisc. The product was temporarily interrupted. The patient had recovered the following day. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.